Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds) the clip failed to deploy from the shaft and the inner component of the delivery catheter separated which required surgical intervention for removal of the device and valve replacement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. The leaflets were grasped and the mr was reduced to 2. After performing pre-deployment clip assessment, the release pin was removed from delivery catheter (dc) handle and the actuator knob was turned 8 times counter-clockwise. When the actuator knob was retracted, the entire internal component was exposed and completely separated from the device. The dc shaft remained connected to the clip, and the clip did not detach from the shaft. Due to the separation, there was a clinically significant delay in the procedure, and the patient was sent to surgery for removal of the dc shaft and mitral valve replacement. The patient was confirmed to be in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. While the device was not returned for analysis for this incident, and a fracture in the mandrel could not be confirmed, it was determined through the reported information that there was evidence of a fractured mandrel. When the mandrel fractures, deployment maneuvers cannot be completed, as the connection between the actuator knob and coupler is broken; the rotational force applied to the actuator knob to unthread the coupler from the threaded stud cannot be translated. In addition, as a result of the fracture, the actuator assembly (proximal components and remaining mandrel) is no longer fixated to the device, allowing the user to completely remove the assembly, as reported in this incident. Therefore, based on all available information, the reported inability to deploy the clip and detachment of the actuator assembly appear to be related to a failure in the actuator mandrel. The issue of the inability to deploy the clip due to a fractured mandrel was further investigated. It was determined that the issue was attributed to misuse conditions during the deployment sequence which lead to stored tension that is not eliminated by the one way actuator design. Abbott vascular issued a field safety notice on february 4, 2016 with revised clip deployment steps which address the misuse situation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified similar incidents, which are being investigated. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating procedures. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to identify a definitive cause for the reported inability deploying the clip and detachment of the actuator assembly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: device codes: internal file number - 281992/1-2 evaluation summary: literature attachment: emergency cardiac surgery for irreversible mitraclip delivery system entrapment.

Event description:
Subsequent to the previously filed report, an article was received which discussed the case from this report in which the failure of the clip deployment required surgery to remove the clip from the mitral valve. The patient was discharged from the hospital eight days after the surgery. Details are listed in the attached article titled, emergency cardiac surgery for irreversible mitraclip delivery system entrapment by antonio barretta, md et al. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The device is reportedly retained at the reporting facility and is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Correction: it was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. Visual, dimensional and functional inspections were performed on the returned device. The reported detachment of device component was confirmed to be due to a fractured mandrel. Due to the condition of the returned device the reported unable to deploy the clip could not be replicated in a testing environment.